Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time.product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 395mg/dl. The expected fasting blood glucose test result range is 80-120mg/dl. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. However customer did report symptom of feeling extremely tired and medical attention as a result of blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 171 and 255mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:179mg/dl date: (B)(6) 2017 time:5:50pm fasting, result 2:225mg/dl date: (B)(6) 2017 time:11:25pm n/fasting, result 3:216mg/dl date: (B)(6) 2017 time:10:58pm n/fasting, result 4:292mg/dl date: (B)(6) 2017 time:8:51pm n/fasting, result 5:157mg/dl date: (B)(6) 2017 time:2:53pm fasting. Customer called in states the meter is reading high. Customer states the meter read 395mg/dl fasting and felt extremely tired. Customer states when he arrived at the hospital the meter read 280mg/dl fasting at the ER. Customer was given IV fluids and discharged on the same day. Customer states his normal fasting range is 80-120mg/dl customer states he is not concerned with erratic readings but rather his main concern is that the meter is reading high.